Manufacturer narrative:
(B)(4).

Event description:
A sentrant sheath was attempted to be inserted in the patient as an accessory device for the endovascular treatment of a 4.8 cm in diameter abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 57 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 15 mm in diameter. The right and left external iliac arteries measured 9.6 mm in diameter. The facility carries out puncture technique for an inguinal region, not cut-down. In this case, puncture technique was carried out for the inguinal region. It was reported that sentrant sheath was attempted to be inserted from the contralateral side but failed because there was a slight difference between the dilator and the external cylinder lip causing the sentrant sheath to get stuck on the vessel. Reinsertion of the sheath was attempted several times however, it again got stuck on the vessel, which had a risk in occurrence of damaged vessel. Then, the physician replaced the 16fr sentrant introducer sheath with other manufacturer¿s 16fr and continued evar. The procedure was completed without issue. There were no issues when flushing the sheath. The physician stated that a slight difference between the dilator and the external cylinder lip of the sentrant sheath would be the cause of insertion difficulty. No clinical sequelae were reported and the patient is fine.